Event description:
Additional information received indicated no action was taken to treat the vessel spasm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that during a carotid artery stenting treatment procedure the patient experienced a vessel spasm, no flow, and low blood pressure. The filterwire ez was delivered to the target lesion in the left common carotid and internal carotid artery. After the filterwire basket was opened the patient experienced vessel spasm, no flow, and low blood pressure. The patient was treated with thrombus aspiration and medication. The event was resolved nine days later. The investigator assessed this event as related to the filterwire ez.

Event description:
Same case as MFR report #: 2134265-2011-00423. It was further reported that the lesion being treated had thrombus present prior to treatment. The physician felt the low blood pressure event was due to balloon dilation of the vessel. The physician also reported the no flow event was due to the vessel spasm following filterwire deployment and microthrombus following deployment of the carotid wallstent.